Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The microswitch was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit provided an 'absorber panel open' alarm and mechanical ventilation was affected. There was no report of patient involvement.